Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all struts outside the wall of the ivc, and caval thrombosis. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all struts outside the wall of the ivc, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, g3, g4, g7, h1, h2 and h6. Section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of left lower extremity deep vein thrombosis (dvt) and pulmonary embolus (pe) while on chronic anticoagulation. The patient presented with pneumonia and lymphadenopathy. The patient¿s anticoagulation therapy was help in order to perform biopsies of the patient¿s lymph nodes. The indication for the filter placement was reported to be for prophylaxis. The filter was implanted in an infrarenal position and without complications. Of note, the patient was diagnosed with chronic lymphocytic leukemia based on the biopsy results. Approximately two months after the filter implantation, the patient presented to hospital with shortness of breath. A computerized tomography (CT) scan revealed small bilateral pe. Approximately eight months after the filter implantation, the patient developed occlusion of the patient¿s bilateral iliac stents and filter without stenosis. Approximately one year after the filter implantation, the patient reported continued iliac stent and filter occlusions. Approximately three years after the filter implantation, the patient underwent a CT scan that revealed that the filter was at the l1-l2 interspace. The filter was noted to be tilted and perforated the ivc by up to 4mm. Two anterior struts were in contact with the bowel. Thrombus was noted within the filter and within the bilateral iliac vein stents. The study further indicated that the ivc was stenosed inferior to the filter. At some point after the filter implantation, the patient became aware that the filter had tilted. The filter was also reported to have been associated with caval thrombosis and with perforation of all the struts outside the wall of the inferior vena cava (ivc) and into organs and/or tissues. The patient indicated that the filter was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced a sensation of tingling, cramping, irritability and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: patient code '1984' was used for 'device occlusion' and 'inferior vena cava occlusion.'. Corrected data: section d1: the initial legal short form identified the implant as the trapease filter. Additional information received identified the implant as the optease filter.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) of the left leg, pulmonary embolus (pe) while on chronic anticoagulation and cll (chronic lymphocytic leukemia) with port placement for chemotherapy. The patient was admitted to the hospital for pneumonia and lymphadenopathy. Chronic anticoagulation therapy was discontinued for biopsies of the lymph nodes. The filter was implanted for prophylaxis. It was successfully deployed into the infrarenal area. There were no reported complications. Chronic lymphocytic leukemia was diagnosed from the biopsies.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the struts outside of the ivc and into organs, tilt, blood clots, clotting and/or occlusion of the ivc. The patient continues to experience mental anguish, varicose veins in the stomach and legs, stinging in the area of the implant, cramping and irritability. (B)(6) 2013- two months after the index procedure the patient presented at the emergency room (ER) with shortness of breath. Computed tomography angiography (cta) imaging revealed small bilateral pulmonary emboli. (B)(6) 2013 - eight months after the index procedure it was revealed that the patient's bilateral iliac stents were occluded along with the ivc filter. There was also stenosis. (B)(6) 2014 - one year after the index procedure it was revealed that the patient's bilateral iliac stents were occluded along with the ivc. (B)(6) 2014 - computed tomography (CT) scans done approximately three years after the index procedure were re-evaluated eight years after the index procedure. It showed that the filter was at the l1-2 interspace and it was tilted. The maximum distance of prong perforation was 4 mm. Two (2) anterior struts perforate the ivc wall and contact the patient¿s bowel. Thrombus was seen within the ivc filter and within the bilateral iliac vein stents. The ivc was stenosed inferior to the filter.